Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had out of range impedances. Today, they were feeling a shocking sensation in the area of the extensions. The ins was turned off however the patient was feeling the sensation. No patient symptoms or further complications were reported as a result of this event.